Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump history was missing bolus records. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 5-feb-2018 with the following findings: during the investigation, a review of the pump¿s history showed a cancelled bolus on (B)(6)-2018 at 07:09 due to an occlusion alarm with high force. The user also manually cancelled boluses on (B)(6)-2018 at 17:03. Investigators manually performed a normal 10-unit bolus, and a 10-unit audio bolus successfully, with both boluses accurately recorded in the pump¿s history. The bolus history was found to be recording properly. No hypersensitive or stuck keys were observed on the keypad.